Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia after the ilet stopped delivering insulin when the device battery depleted, which went unrecognized for several hours; the user was using a teflon infusion set on the abdomen and a dexcom g7 continuous glucose monitor (cgm), and the cgm displayed ¿high.¿ reported at 401 mg/dl. Symptoms included fatigue, associated with elevated blood glucose for several hours. Outcomes included a self-reported value of 211 mg/dl by the end of the call, without hospitalization. Investigation included customer care troubleshooting and user education regarding device charging and resumption of insulin delivery after a recent subcutaneous injection. Investigation of this case revealed that insulin delivery was interrupted due to a powered-off device, and the user corrected with a manual subcutaneous insulin injection while charging the device, after which the user planned to resume pump delivery per guidance. It was concluded, based on previously established findings for similar reports, that the cause was user management of a power depletion event leading to temporary interruption of insulin delivery.